Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their atrial lead exhibiting elevated capture threshold and noise over-sensing causing automatic mode switch. Neither of the issues could be replicated with isometric exercises. No programming changes were made and patient will continue to be monitored. Patient condition after the event was stable.